Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that during the load step the "cartridge site" was making a "funny noise". It is unclear at this time if the alleged issue had any impact on insulin delivery or not. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.